Manufacturer narrative:
Approximate age of device ¿ 4 months. No product was returned for evaluation. A correlation between the device and the reported event could not be determined. A bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to intracranial bleeding. No autopsy was performed and the device will not be returned. No additional information was provided.